Event description:
It was reported that the patient was having trouble keeping her device charged. The patient stated that after they had a wreck it was taking hours for her to charge her device. She said that, while the device was on, she was having trouble controlling her bladder so much so that she had urinated on herself. The patient indicated that she had never had bladder trouble before. The patient stated that she did fall as her left knee gave out, and that she had fallen before. She also indicated that she needed the device adjusted and a revision due to broken leads. The patient said the device had not been pulsating as deep as it had before. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, lot# serial# (B)(4), implanted: 2011-(B)(6), product typ lead product ID 3777-60, lot# serial# (B)(4), implanted: 2011-(B)(6), product typ lead product ID 3777-60, lot# serial# (B)(4), implanted: 2011-(B)(6), product typ lead product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product typ recharger product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product typ programmer, (B)(4).